Event description:
The facility stated that the surgeon implanted a aa4204vf plate silicone lens. The lens trailing haptic tore upon insertion into the eye. The lens was removed. No patient injury. The injector model that was used was a msi-tr and the cartridge model that was used was mtc60c fp. The facility was unable to provide the injector and cartridge lot numbers. The lubricant used was viscoelastic and drovisc.